Event description:
It is reported that the extraction tab fractured off.

Manufacturer narrative:
(B) (4): the device was returned for analysis, and examination of the fracture is angled and propagates outward from around 90 degree bend in the tab. This type of fracture would be seen in the tab if it failed during extraction of the femoral provisional, as the forces acting on the tab will be directed in such a manner to bend the tab outward. In addition, there are striations in the metal adjacent to the fracture, indicating the surrounding metal had been compressed beyond its elastic limit. The presence of these striations and age of the device leads to the conclusion that the fracture occurred due to fatigue resulting from extensive use over time. In addition, there are no signs of damage to the remainder of the part, indicating device misuse was not a cause of the failure. Without knowledge of number of uses, however, the probable cause cannot be stated with certainty. Device history records indicate all components were manufactured and inspected to specification. The device has a potential field age of approximately 15 years.